Event description:
Two endeavor sprint rx drug-eluting coronary stent delivery systems were used to treat a lesion in a pt. One length 30mm, diameter 2.5mm (MFR report# 2953200-2009-01184) was implanted in the pts mid lad and one of length 9mm, diameter 3.5mm was implanted in the pts proximal lad. No issues were reported during index procedure. The pt was admitted to hospital 12 days later with acute mi. The thrombus appeared where the two stents overlapped. A voyager balloon, length 15mm, diameter 2.0mm was used to treat the thrombus in the overlapped area, and a minivision length 15mm, diameter 2.0mm was deployed in the distal lad. It is detailed in the IFU that the early discontinuation of prescribe anti-platelet medication could result in a higher risk of thrombosis. It is possible that the failure of the pt to take aspirin may have contributed to the event; however, this cannot be confirmed. Pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Secondary intervention, 2.0x15mm balloon was used in the overlapped area and a 2.0x15mm minivision was deployed in the distal lad. Evaluation result: stent thrombosis.